Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported ais construct to l3- verse system. Six months post op x-rays show l3 screw slipping causing vertebral body to angle 5-20 degrees. Verse screws, correction keys, thru apex, unitized above and below apex, cocr rods.